Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 ,5mg/day via an implantable pump. It was reported that the patient felt that the pump wasn't working for their pain. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they tried to aspirate the side port but couldn't. The actions and interventions taken to resolve the issue was during the pump replacement the healthcare provider removed the pump segment and part of the spinal catheter and put a new pump segment on. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.